Manufacturer narrative:
Concomitant products: stryker sl 10 microcatheter and hyperglide or hyperform balloon catheter. The actual date of the procedure and event could not be obtained. Literature article attached to this MDR. Nguyen, t., masoud, h, tarlov, n, et al. (2015). Expanding endovascular therapy of very small ruptured aneurysms with the 1.5-mm coil, intervent neurol 2015;4:59¿63, doi: 10.1159/000437275. In the literature article (expanding endovascular therapy of very small ruptured aneurysms with the 1.5-mm coil¿ by thanh n. Nguyen, hesham masoud, nicholas tarlov, james holsapple, lawrence s. Chin, alexander m. Norbash, published intervent neurol 2015;4:59¿63, doi: 10.1159/000437275)¿ it was reported that a (B)(6) male patient with a 3 x 2 mm anterior communicating artery aneurysm had a single 1.5 x 3 cm unspecified micrus coil implanted without report of complication during the index procedure. There was aneurysm recanalization post procedural. The time of recanalization was not reported. The patient decided to continue with conservative treatment. There was no report of aneurysm re-bleeding for this patient. The article was a retrospective cohort study in which they examined 81 consecutive ruptured very small aneurysm treated with coil embolization between july 2007 and march 2015. There were 5 patients with 3-mm aneurysms, of which the transverse diameter was = 2 mm in 3 patients. In all 5 patients, a balloon was placed for hemostatic prophylaxis in case of rupture, and a single unknown micrus 1.5-mm coil was inserted for aneurysm treatment without complication. No device specific information (i.e. Catalog/lot number) was provided in the article, and no additional patient/procedure information was provided. No further information could be obtained from the article¿s author. The product was implanted and not available for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. Aneurysm recanalization after coil embolization is a known event associated with coil embolization procedures. Factors which may contribute to recanalization post coil embolization include neck size, packing density, and inflow angle. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article (expanding endovascular therapy of very small ruptured aneurysms with the 1.5-mm coil" by thanh n. Nguyen, hesham masoud, nicholas tarlov, james holsapple, lawrence s. Chin, alexander m. Norbash, published intervent neurol 2015;4:59-63, doi: 10.1159/000437275)" it was reported that a (B)(6) male patient with a 3 x 2 mm anterior communicating artery aneurysm had a single 1.5 x 3 cm unspecified micrus coil implanted without report of complication during the index procedure. There was aneurysm recanalization post procedural. The time of recanalization was not reported. The patient decided to continue with conservative treatment. There was no report of aneurysm re-bleeding for this patient. The article was a retrospective cohort study in which they examined 81 consecutive ruptured very small aneurysm treated with coil embolization between july 2007 and march 2015. There were 5 patients with 3-mm aneurysms, of which the transverse diameter was = 2 mm in 3 patients. In all 5 patients, a balloon was placed for hemostatic prophylaxis in case of rupture, and a single unknown micrus 1.5-mm coil was inserted for aneurysm treatment without complication. No device specific information (i.e. Catalog/lot number) was provided in the article, and no additional patient/procedure information was provided. No further information could be obtained from the article's author.